Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were discarded by the medical facility and will not be returned. No further information has been obtained despite good faith efforts. Additional information was received that the reason for explant was due to inadequate stimulation.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were discarded by the medical facility and will not be returned. No further information has been obtained despite good faith efforts. Additional information was received that the reason for explant was due to inadequate stimulation.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were discarded by the medical facility and will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: sc-2317-70. Upn: scs-linear leads. Model: sc-2317-70. Serial: (B)(6). Batch: 18546011. UDI: (B)(4). Product family: sc-2317-70. Upn: scs-linear leads. Model: sc-2317-70. Serial: (B)(6). Batch: 18546011. UDI: (B)(4).